Manufacturer narrative:
This unit was field serviced by an authorized vyaire medical service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the flow valve and the reported issue was resolved.

Event description:
It was reported to vyaire medical that the unit was delivering a higher amount of tidal volume than expected while in use on a patient. There was no patient harm associated with this reported event.